Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a conductor fracture. The rv was capped and replaced. No additional adverse patient effects were reported.